Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering insulin. The blood glucose level was 300 mg/dl at the time of incident. The experienced blood glucose of 350 mg/dl. Customer treated with bolus. Customer stated that the there was no air bubble and leak. Customer alleging the insulin pump because customer had issue with blood glucose level. Drive support cap was normal. The product will return for analysis.